Event description:
Rn went to put on a pair of purple nitrile gloves and the index finger of one glove was missing. Lot #cn05aa3c048, size large, manufactured [redacted date], expires [redacted date]. Box is located in [redacted name] office on wt5 for pick up. There have been numerous previously reported issues with these gloves. It appears this brand of gloves has not met quality control standards. Manufacturer assurance of improved quality control measures should be obtained. Manufacturer response for exam gloves, (brand not provided) (per site reporter). Call with company on [redacted date].